Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the loading process and was confirmed by technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and advised the caller to use multiple daily injections as a backup therapy. The caller was informed that they would receive a pump with updated software and provided instructions on putting the old pump into storage mode before returning it. The pump was sent to the caller, and they were instructed to return the problematic pump using the provided return box and label within 10 days.